Event description:
Same case as MDR # 2134265-2013-03414 and MDR # 2134265-2013-03415. It was reported that during percutaneous coronary intervention, the motor drive unit used was unable to pullback. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous proximal end of left anterior descending artery (lad). A bsc coronary catheter was selected and advanced to the target lesion for intravascular ultrasound. During the procedure, the motor drive unit failed to perform automatic pullback. They completed the procedure using the manual pullback. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Updated: device evaluated by manufacturer, evaluation summary attached, method codes, result codes, conclusion codes device evaluated by manufacturer: the complaint device was returned for evaluation. The unit was received with no visible external damage or defects observed. The unit meets specifications and underwent a 4 hour burn-in without any failures observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Event description:
Same case as MDR # 2134265-2013-03414 and MDR # 2134265-2013-03415. It was reported that during percutaneous coronary intervention, the motor drive unit used was unable to pullback. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous proximal end of left anterior descending artery (lad). A bsc coronary catheter was selected and advanced to the target lesion for intravascular ultrasound. During the procedure, the motor drive unit failed to perform automatic pullback. They completed the procedure using the manual pullback. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: over 60 years of age. (B)(4).